Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the lcd board on the (pcba 1). Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank flashing white display due to moisture damage on the lcd board on the (pcba 1). Cosmetic damage was confirmed on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump case. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.